Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. The lens back haptic tore on insertion into the eye. The lens was cut to remove from pt's eye. No widen incision and no suture required. No pt injury. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).